Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient having difficulty inflating and deflating his inflatable penile prosthesis (ipp) after he was cleared from his physician to start using his device. Patient states that it is- hard as a rock- and he cannot get any fluid to transfer. Patient said he had made himself so sore by trying that he had to take a pain pill. The patient liaison recommended several trouble shooting methods and the patient will draw a bath and try them and contact the patient liaison if he continues to have trouble.